Manufacturer narrative:
Correction: the correct explanted date is (B)(6) 2013; not (B)(6) 2013 as previously reported. This report is filed february 26, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to an ear infection. Treatment with medication (type and date not reported) could not resolve the problem. The device was explanted on 2013 and the patient was reimplanted with a new device during the same surgery on the contralateral ear.

Manufacturer narrative:
(B)(4). Device not returned yet.

Manufacturer narrative:
This report is filed march 12, 2014.